Event description:
The essure device was passed through the hysteroscope and bent requiring a second essure device to be used. The second essure device was released into the left tubal ostium without complication. In addition, a midline uterine fundal perforation was believed to have occurred upon initial insertion of the hysteroscope. The procedure was completed and the patient was transferred to the recovery room in stable condition.